Event description:
The customer reported that the system displayed problems with the monitors. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the monitor. The system operates as intended.